Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag's motor became very hot and shut off. The motor was switched to the backup motor and support was regained. It was also reported that the patient passed away. This event was related to manufacturer's report # 3003306248-2020-00011.

Manufacturer narrative:
Section b1, h6 (results and conclusion): correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the overheating and shut off was no identified. The patient was on ECMO for (12) days. His pulmonary condition continued to decline and the patient's family made him comfort care. It was also reported the death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor overheating and shutting off was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console (serial #: (B)(6)) with events spanning approximately 32 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 18:32:00, the sub fault ¿ifd_shutdown_detected¿ activated and triggered ¿system alert: s3¿ and ¿set pump speed not reached: m5¿ alarms. The motor speed dropped to ~3200 rpm and the flow dropped to 0 lpm. The motor was disconnected at 18:40:00 and the console was powered off at 18:45:00. The centrimag motor was evaluated and tested. The reported event of the motor becoming very hot and shutting off was not duplicated nor verified. The motor was run for an extended period of time, including overnight, with the returned and associated console and flow probe. There were no alarms or other issues observed. The motor performed as intended at every specified rpm and flow levels. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected for any breakdown, but no issues were found. The final disposition of the motor will be determined by CAPA 120791. Reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is related to a centrimag motor related issue. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual,section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.